Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was sitting on the couch when he suddenly started sweating and was having difficulty to stay conscious. The cgm was reading 108 mg/dl and the blood glucose reading was 59 mg/dl. The patient's spouse called an ambulance, and the patient was brought to the hospital. In the hospital treatment was given and even though the spouse did not remember which one exactly, she did confirm it was given intravenously. The patient was discharged on the same day. It is unknown if the spouse already gave treatment at home. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.